Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a stopcock control valve disconnected from its housing while in use. Per reporter, the device had been in use for three days and was fully disconnected from the line it controlled, making it impossible to regulate flow from the associated femoral arterial line. Reporter stated the event occurred while attempting to draw blood from the arterial line, as the white stopcock valve became disconnected during turning. There was no patient harm, and no medical intervention was required. The patient's arterial line was removed.

Manufacturer narrative:
No devices were returned and the investigation could not confirm the reported issue. No corrective actions are currently planned. A 2-year complaint history found no complaints for separation issues. A device history review (DHR) was performed for lot numbers provided and no ncmr¿s were found for reported issue. No maintenance work orders were completed of lot.